Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: was the surgeon and o.r. Staff thoroughly in-serviced on the steps of use prior to the use of the ntlc? Yes. Was the sales rep present during the surgeon's first few cases to insure the instrument was used in accordance with the IFU? Yes. Was the rep present for this case? No. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 2nd or 3rd. What color (blue/gold/green) was selected on the selectable staple height selector before firing? Blue. Was the cartridge loaded with the retaining cap on? Asku. Was there an attempt to load the cartridge proximal end first (like en endocutter)? Asku. Did anyone move the firing knob to the left or right after loading the device but before firing? Asku. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Yes. Was there any difficulty removing the device from the tissue? No. During the operation, what was the appearance of the staple line (intact, malformed staple, etc)? Malformed. What were the quality and/or thickness of the tissue in the area where the device was fired? (Friable, thin, regular, thick, etc.)? No. Was a leak test completed? Asku. Did the surgeon wait 15 seconds after clamping and prior to firing for optimal compression? Asku. If the device locked out, did it lock out on tissue or prior to use on tissue? Na. Was there an inspection of the staple line on both sides of the tissue (i.e., anterior / posterior)? If yes, what did it show? Yes, malformed inner staple line. Was the firing to close an ostomy? Yes. Is a pathology specimen available? Asku. Was another stapling device involved? (I.e., cdh, tl, tx, etc.) No. What were the patient's pre-op diagnosis and/or pre-existing conditions that could have impacted the patient's health/surgical outcome? Asku. How long has the surgeon been using this device for this procedure? 4th time. What predicate device was used by the surgeon? Asku. Was there a recent conversion to ees devices in this account or with this surgeon? Yes. Where was the location of the malformed staples - distal, proximal or in the middle of the staple line? Inner most staple line. Were the malforms on the line closest to the cut line or in all of the rows? Closest. Where the staple legs unformed or did they have irregular shapes? Not formed - they were standing straight up. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a small bowel resection procedure, the inner most staple line did not form and the staples were standing up. Another device was used to complete the procedure. There were no adverse consequences for the patient. The device was discarded following the procedure.